Event description:
Once the last quadrant of the lens had been removed, the surgeon noticed that the capsular bag had been damaged and that the last millimeter or so of the instrument was missing. The patient follow-up care/ procedures was vitrectomy with removal of retained metallic foreign body. The patient prognosis was favourable and the patient was reported as doing well.